Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence caused by atrophy. A second cuff was placed. There were no additional patient complications reported.